Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/23/2015.

Event description:
According to the reporter: incorrect count v-loc suture. Broke off while md closing vaginal cuff; unable to be accounted for. X-ray taken, md notified and no other action was taken at this time. Additional information requested but not yet received. A supplemental will be submitted once obtained.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: abdominal hysterectomy and cytoscopy. According to the reporter, when closing the vaginal cuff, in an attempt to place the first quill endo stitch suture, the needle broke off inside the vaginal cuff tissue. Multiple attempts to remove the needle were made without success. The results of the x-ray showed the anchor part of the product was in the vaginal cuff. The patient returned to recovery in stable condition after surgery and was discharged from the hospital on (B)(6) 2014. No further information was provided nor is expected regarding this incident.